Manufacturer narrative:
The pump was returned with the percutaneous lead (lead) intact. Electrical continuity testing of the lead revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, the metal braided shield appeared unremarkable except for an area of shield breakdown at approximately 8-10 inches from the nipple of the pump housing. Visual inspection of the underlying wires revealed breaches to the insulation of the brown and green wires, approximately 8-8.5 inches from the nipple of the pump housing, exposing the inner metal conductors. High potential testing of the lead identified two smaller breaches to the insulation of the red and yellow wires at this location. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. No additional areas of compromised wire insulation were identified. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to the power module using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages. If the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield, the resulting electrical short would have also caused the pump stoppages while the system was operating on an ungrounded patient cable or on battery power as recorded in the submitted system controller log files. Visual inspection of the sealed inflow conduit and the sealed outflow conduit revealed no depositions or thrombus formations that would have contributed to a functional issue. In addition, visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop with the braided shield removed and functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference medwatch MFR # 2916596-2016-02384 for the previous report of driveline issues. (B)(4). Approximate age of device: 1 year and 2 months. The device was returned for investigation. The evaluation is not yet complete. The event took place in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller log file analysis by a representative of the manufacturer revealed that the pump was trying to reach the fixed set speed setting, but could not, resulting in high powers, low flow and low speed alarms, and pump stoppage events. The patient had a known history of red heart alarms due to pump stoppage events. A distal end percutaneous lead (driveline) replacement had been performed on (B)(6) 2016 by the manufacturer¿s technical services representative. After the replacement, the alarms recurred and internal driveline wire compromise was suspected. The patient¿s medical team was determining the next steps, with the options including listing the patient for an urgent heart transplant or a pump replacement. The patient was using an ungrounded power module patient cable when the pump was supported by the power module. It was reported that the patient expired on (B)(6) 2017 due to the pump stop event. No additional information was provided.